Manufacturer narrative:
Batch review performed on 17 march 2021: lot 2005836: (B)(4) items manufactured and released on 12-oct-2020. Expiration date: 2025-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs department: few days after cementless total hip arthroplasty, the patient reported pain due to a fracture in an elderly lady ((B)(6) year old). During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device

Event description:
Revision surgery 1 week after primary surgery. The reason is about 2cm femur spiral fracture on the lesser trochanter and a small fracture on the great trochanter causing stem subsidence. The femur devices have been replaced and the fractures fixed with competitor devices.